Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #1627487-2014-00015, 00016. The pt (B)(6) was implanted with two percutaneous leads from different lots. It was reported the pt experienced painful stimulation from the superior lead. According to the physician, the superior lead is in the incorrect plain. As such, relocation of the device is recommended. With respect to the second lead, diagnostic testing found impedance issues for several contacts and x-rays confirmed migration. The physician reportedly experienced difficulty locking one of the pt's two anchors (from the same lot) during the implantation procedure. Surgical intervention will be undertaken at a later date to address these issues.